Manufacturer narrative:
Manufacturing location: (B)(4). Instrument. Manufacturing date: april 16, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, no service history review can be performed as part number 357.372 with lot number(s) 7355035 is a lot/batch controlled item. The manufacture date of this item is 16-apr-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented quantity one (1) the alignment bolt is broken in the middle. The broken bolt was discovered after washing. There is no reported surgical procedure. There is no reported patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The customer reported the alignment bolt was broken in the middle. The repair technician reported the alignment nut was broken. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.